Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of fever, swelling of submandibular lymph node, pain, neutrophils and lymphocytes outside of normal ranges are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling. A device history record review has been initiated and analysis of the data has not been completed.

Event description:
Healthcare professional reported of a patient that was injected with juvéderm voluma with lidocaine to the cheeks (ck1, ck2, ck3) and juvéderm ultra plus xc in cheeks (ck4) and nasolabial folds (nl1, nl2). Patient had been given anaesthesia with xylap. On the next day, the patient developed fever, swelling of submandibular lymph node and pain in the preauricular area at the injection site. Patient was treated with antibiotics and was simultaneously investigated to rule out other infection. Patient had a complete blood count which showed neutrophils and lymphocytes outside of normal ranges. Patient had also gone to see an ent surgeon who ruled out other pathologies such as "tb/hiv/la." Patient also had an ultrasound of the area that showed submandibular and pre parotid lymph nodes. Patient stopped taking antibiotics after 2 weeks. The swelling and pain had reduced, but 2 days later the lymph nodes appeared again. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2019-00165 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvéderm ultra plus xc, also a device manufactured by allergan.